Manufacturer narrative:
Per tandem¿s t:flex user guide states ¿use of cartridges not manufactured by tandem diabetes care, inc. Or reuse of cartridges may result in over-infusion or under-infusion and may cause serious injury or death.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent cartridge alarms (cartridge alarm 5) occurred. The customer successfully loaded a new cartridge. Reportedly, the customer could not remember their blood glucose level. It was noted that the customer reused/refilled cartridges in the past.